Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon was duplicated due to the failure of the printed-circuit board. The subject device had the power-up failure due to the failure of the printed-circuit board. Based upon the information from sorc, omsc concluded that the reported phenomenon was attributed to the failure of the printed-circuit board. The subject device was not returned to omsc, the exact cause of the failure of the printed-circuit board could not be conclusively determined. However, there was the possibility that it was attributed to the accidental failure of the electronic components.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during preparation for use, it was found that the subject device turned off automatically. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.